Event description:
N/a.

Manufacturer narrative:
The fse inspected the printer and it was working properly.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp for the reported iabp shut off when on rescue mode, he removed from the cart and was able to verify 111 and 112 in logs. The fse replaced executive processor board per service manual and also discovered loose connector on coiled cable, replaced coiled cable. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that when rescue removed from cart during a patient flight transport the cardiosave intra-aortic balloon pump (iabp) shut off and printer was not working. The staff swapped with working unit. No patient harm, serious injury or adverse event was reported.